Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll bns had foreign matter. The following information was provided by the initial reporter: material # 301027 batch # unknown verbatim: rcc received a complaint via email. Email(s) attached. Noticed debris in a 5cc syringe in his kit this morning. I've attached a photo of it. Customer response on (B)(6) 2025. Based on the information provided it was found in the syringe.

Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter one photo showing a small, black foreign material was received and reviewed. The item was placed on a white napkin, with no other syringe components visible. Due to limited evidence and the absence of physical samples, the origin could not be confirmed to be from the manufacturing plant. As a result, a thorough evaluation could not be conducted, a potential root cause could not be determined, and no corrective actions are necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.